Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the last cgm value they saw displaying was 99 mg/dl. The patient stated they heard the dexcom alert and before he could make any treatment decision he passed out from hypoglycemia. The paramedics were called and checked his bg and the meter was reading 13mg/dl. They administered the patient with intravenous (IV) therapy of dextrose. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data.